Event description:
It was reported that the insulin pump had an unresponsive keypad. The blood glucose reading was 150 mg/dl. The customer stated that the up and down arrow buttons were not working. He stated that the device was in his pocket when he went to bolus, leading up to the observation of the keypad issues. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump had a cracked case at a display window corner, minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.